Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan from united states alleging that their onetouch verio iq meter was reading inaccurately compared to a laboratory device. However, readings from both meter and laboratory device were unspecified. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue.